Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while testing, the cardiosave intra-aortic balloon pump (iabp) unable to press zero. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d8,d9, e2, e3, g1- contact person-mfg site, g3, g6, h2, h3, h6-type of investigation, investtigation findings, investigation conclusion, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the machine could not press zero. Initially, it was checked by using a trainer to connect the signal to test the zero press. It was found that it could be used normally, so it was tested several times. It could still be pressed zero normally. Then, the bp signal cable was checked and found that the signal cable was normal, so the customer was advised of the correct method of pressing again. After that, the machine was tested and it could be used normally.

Event description:
It was reported that while testing the usage in the hospital-by-hospital personel, the cardiosave intra-aortic balloon pump (iabp) unable tozero pressure. There was no patient involvement and no injury.

Manufacturer narrative:
Corrected fields: h3, h8. Updated fields: b4, g3, g6, h11.

Event description:
N/a